Event description:
The hospital called on the 29th may 2007 and informed kimberly-clark that on the previous day, an 11cm part of a trachcare 72 tip had been removed from a pt via bronchoscopy. They did not know how long it had been in the pt or when the incident had happened. The hospital stated, that on a previous chest x-ray taken ten days earlier, it was not visible, but four days later it was. They are aware that this may be user error and are doing an inquiry internally, but they have notified k-c to see if it is a product problem. Kimberly-clark has no first hand knowledge of the allegations, but is relaying the information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
The device was not returned and a lot number was not provided. Therefore, it was not possible to review the specific device history record for this product. Based upon past complaints of this type, it appears that the catheter may have been cut during the cutting of the endotracheal tube. A statement is highlighted within a warning box in the directions for use which states; "fully withdraw trach care catheter before cutting endotracheal tube, otherwise the catheter may also be cut." This complaint will be placed into our tracking/ trending system.